Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety and long-term performance of the medtronic 3830 lead in his-bundle vs. Left bundle branch area pacing: a single-center 5-year experience. Medrxiv. 2024; 1-31. Doi: 10.1101/2024.04.23.24306255 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding his bundle pacing (hbp) versus left bundle branch area pacing (lbbap). The authors described two patient deaths within thirty days of the implant procedure, one in each group. The patient in the hbp group died due to an unknown cause and the patient in the lbbap group died due to end-stage cardiomyopathy. There were two patients in the hbp group who experienced pneumothorax with no surgical intervention required and one pocket hematoma which required conservative medical treatment. Lead revisions occurred in both groups due to a rise in thresholds, loss of capture, exit block, and dislodgment. There were five cases of early elective replacement indicator (eri) in devices implanted in the hbp group. Leads in the hbp group exhibited diminished sensing which was managed with reprogramming. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.